Manufacturer narrative:
Product ID: 977a1, serial# unknown, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that on (B)(6) 2019 a revision was performed. The lead was replaced and the impedance issue was solved. The patient was fine and received therapy properly.

Manufacturer narrative:
Concomitant medical products: product ID: 977a1, serial# unknown, product type: lead. Other relevant device(s) are: product ID: 977a1, serial/lot #: unknown. Phone number +(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that there was a spinal cord stimulation (scs) device issue. During a follow up the following problems occurred. Elective replacement indicator (eri) messaged appeared on the tablet and than disappeared. The patient also reported that message 59 appeared on the patient programmer which is an out of regulation (oor) problem on the connections. The impedance measurements were > 40,000 ohms. The patient reported that they feel on the ground in february and then the oor problem started. The issue was not resolved at the time of the report. No surgical intervention occurred, nor was planned. The patient was alive with no injury. Additional information was received from the manufacturer representative reporting that the eri was not considered normal and only appeared one time when the communication between the ins and programmer was started. The cause of the oor was probably connection problem and high impedance. The action taken to resolve the event was the ins was programmed in order to use the functioning electrode, which had no connection and/or impedance problem. The ins was still in use. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A correction is needed. The event description of "feel on the ground" should have been "fell on the ground".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the patient had a car crash and since that moment oor message has appeared on the patient programmer. The patient had another follow up visit on (B)(6) 2019 at the hospital and the eri message appeared again along with error 0x13146f18. A revision will be done but was not yet scheduled.

Manufacturer narrative:
Concomitant medical products: product ID 977a175, lot# unknown, explanted: (B)(6) 2019, product type lead.. Device analysis for the lead revealed the body conductor broken at the injex anchor site. If information is provided in the future, a supplemental report will be issued.